Manufacturer narrative:
Additional reporting on this event will be provided as a supplemental report to this document as soon as it becomes available.

Event description:
Revision surgery - due to implant broke.

Manufacturer narrative:
Complaint has been evaluated and is similar to report number 1644408-2024-02047; similar complaint (B)(4) involved a star ankle revision surgery due to polyethylene component breakage. In both complaints, the breakage occurred in the 6-7 year duration between the previous surgery and the current revision. The physiological conditions over time that led to implant breakage are unknown and therefore cannot be replicated. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.